Event description:
It was reported that the patient is unable to tolerate their vns stimulation when it turns on. The patients device was programmed off, aside from magnet stimulation. The physician noted that the patient may need to go back to the surgeon to get the device adjusted, as where the device is located, is irritating the patient. The physician noted that the cause of the migration, if a non-absorbable suture was used to secure the generator during implant, and if the surgery is for patient comfort or to preclude a serious injury, are all unknown. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.